Manufacturer narrative:
UDI: product made prior to compliance date. Upon completion of the investigation, a follow up report will be filed.

Event description:
The valve was implanted to the patient via vp-shunt on (B)(6) 2013 (the initial setting is unknown). Although the valve worked normally for a while after implanting, ventricular enlargement advanced gradually. The setting was reduced but the symptom was not improved. Occlusion was observed by contrast examination. Therefore, a revision surgery was performed on (B)(6) 2017. The valve was replaced to 82-8804. The final setting was 70mmh2o when the revision was performed. The patient¿s initial is (B)(6) year-old male. The patient has a primary disease (brain tumor) the product will be returned to your site.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The position of the cam when valve was received was 60mmh2o. The valve was visually inspected: needle holes over the needle guard were noted. The valve was hydrated andtested for programming according to with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed. The valve passed the test, no occlusion was noted. The valve was leak tested and leaked from the needle holes in the needle chamber. The valve was reflux tested and passed the test. The valve was then pressure tested. No issues were found. Review of the history device records confirmed the device met specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device was returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.